Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a delivery anomaly. The blood glucose reading was 543 mg/dl, which was treated with a manual injection. The customer stated that during the prime process, insulin would come out, but during a bolus delivery, no insulin came out from the tubing. He stated that no alarms were observed. He reported that he saw spots on the tubing. The most recent blood glucose reading was 158 mg/dl. He stated that he ran a 1.0 unit bolus and now only little tiny drops came out. The daily totals were being recorded in the device's history but not delivering. He stated that he had an ecocardiogram done. No other significant events leading to the issue were observed. The customer was unable to perform the displacement test because he was not at home. The caller was advised that the device be replaced. Nothing further reported.